Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported field event of an output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.

Event description:
It was reported that during an attempted implant procedure, an alert for possible high voltage circuit damage was observed. The device was replaced. Patient condition was normal after the procedure.